Event description:
The procedure was an iliac stent, access 5fr sheath in the right femoral artery. The evercross balloon ruptured at 16 atm in a circumferential manner causing half of the balloon to catch on the sheath upon attempted removal. The evercross balloon was forced out of the body, which resulted in the balloon catheter snapping, leaving half the balloon inside the body (still on the wire). A snare was used to retrieve the rest of the balloon.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies for this reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.